Manufacturer narrative:
The catheter has been returned and evaluated. The catheter separation site is located approximately 3.5 cm from the distal tip. The separation site has the appearance of an expanded circumferential dilatation consistent with bursts that may occur during angiographic injections.

Event description:
Treatment of an avm. It was reported during contrast injection, the catheter ruptured and separated at approximately 5cm from the distal tip. The broken segment was subsequently removed during surgical intervention. No patient injury reported.